Event description:
Customer reported receiving an unspecified alarms/ messages/ icons from her freestyle navigator system's receiver after senor replacement. Adc customer services trained customer on how to respond to the alarms/ message/ icons that she received and provide instructions and reference to the user's guide. Customer also reported experiencing symptoms of headache, nausea and vomiting. Paramedics were called and treated customer with IV glucose. Customer was then taken to a health care facility where she was diagnosed with severe hypoglycemia and treated with unspecified treatment to counteract her nausea symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. This case involves training issues and does not involve a product malfunction. No further investigation is required.